Event description:
Account- ottawa general campus sku# 329505 item description: needle pen autoshield 30gx5mm duo lot# unknown quantity- 1 country- canada. Incident description- nurse had injected the patient with their insulin dose, and the needle that had been inserted into the patient retracted. The nurse then removed the needle tip from the insulin pen. The orange safety shield had retracted over the interior sharp, but somehow while handling the product the nurse was able to obtain a needle stick injury from the internal sharp. Please check the attachment for additional information.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.